Event description:
It was reported that the patient reported unable to set to MRI. Diagnostics determined that the patient had high impedances. Patient does not have have effective therapy, even after programming attempts. Surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000169586.